Event description:
It was reported that 2 1/2 weeks post operatively the pt developed some blister formation and drainage in the distal aspect of pt's surgical wound. Pt was treated with oral antibiotics to prevent wound infection. The drainage persisted. Pt was readmitted to the hosp in 2001 for possible irrigation and wound dressing and debridement and was placed on IV antibiotics. The pt was taken with bedside wound irrigation, and wound dressing on several occasions. The wound had originally been packed. Eventually, the wound responded to the antibiotic treatment and began to "dry up and seal". At the time of discharge, pt was afebrile, tolerating a regular diet and ambulating. Pt had been given vicodin, soma, levaquin and cepalexin.